Event description:
The facility reported the device did not alarm for occlusion during patient use. The device was returned from the floor with no information regarding who sent the pump down, the medication involved, any specific patient information, tubing product code and lot number being used, or any medical intervention needed. There was no incident report filed which, per the materials manager, means no adverse outcome resulted. An alternate contact in sterile processing has been identified but no contact has been made with that person to date.